Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was received loaded in the capsule of the dcs. The handle appeared intact. The device was received with the capsule partially open. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. There was damage observed on the threading of the screw gear. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. A buckle was observed at the proximal end of the capsule. On attempted retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected. Procedural films were received for review. There were two valve load checks and both confirmed good loads. The imaging provided confirmed there were multiple attempts to implant this valve which were either shallow or deep implants. On the final recapture, a capsule separation was seen on the fluoroscopy. There was imaging provided that confirmed there was a capsule separation which was taken by a cell phone after removing the system from the body. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: the investigation completed into capsule buckle found that there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of capsule buckle is unknown however, patient anatomy (vessel tortuosity <(>&<)> calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are known potential contributing factors to capsule damage. Additionally, it is not known how the four recaptures, outside instructions for use (IFU) recommendation, may have caused or contributed to the capsule buckle. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34 mm transcatheter bioprosthetic valve, the valve was attempted to be deployed under controlled pacing and dislodged. The valve was attempted to be deployed three more times but continued to dislodge. Upon the fourth recapture, it was noted that the distal end of the capsule looked odd. The delivery catheter system (dcs) was moved to the descending aorta to look at the capsule in a straight position. A deformity was noted on the capsule and the system was withdrawn. The capsule was intact and had not separated but the braiding of the capsule was disturbed and a bulging was observed. At this time, the patient became distressed and went into pulmonary edema. The patient was placed under general anesthesia and a new valve and dcs were used to successfully complete the procedure. The patient had severe aortic stenosis and an annulus measuring 26.5 mm. No additional adverse patient effects were reported.